Event description:
Outer sheath does not come back, neither by turning the micrometric knob nor with pull back. Patient outcome: "no, they have used another graft."

Event description:
Outer sheath does not come back, neither by turning the micrometric knob nor with pull back. Patient outcome - "no, they have used another graft."